Manufacturer narrative:
Device investigation summary ¿ it was reported that the head popped off of a helical blade coupling screw (357.377 lot 5572032) while being malleted during a hip intramedullary nailing procedure. The broken off piece was retrieved; the threaded portion that was still engaged to the helical blade but was able to be removed. The returned instrument was examined and the complaint condition was able to be confirmed. The coupling screw was found to be missing the distal threaded tip and was returned with the head broken off at the connecting weld. Additionally the inserter was found to have a broken alignment pin as the t-indicator was able to freely rotate. Based on the compliant description the coupling screw failure was likely the result of repeated off-axis malletting with high force over the life of the device (8 years, mfg 11/2007). The returned device shows significant use during its lifespan. The device has numerous marks, dents, and roll marks on the shaft and knob that are consistent with regular hammer strikes and use. The shaft was received with the knob broken off at the welded junction between the shaft and knob. Additionally the 10mm distal threaded tip was broken off the instrument and not returned. The complaint description notes that the tip was retrieved from the helical blade. This complaint condition is confirmed, and the most probable root cause of this complaint is excessive hammering during use and wear over the life of the device. The helical blade coupling screw is a component of the titanium trochanteric fixation nail (tfn) system intended for the intramedullary fixation of proximal femur fractures. The technique guide was reviewed for proper use of the instrumentation for this system. Device drawing for the device was reviewed. Drawing issues or discrepancies were noted. The design is adequate for its intended use and did not contribute to this complaint condition. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient initials, dob, or weight not provided by reporter. Device is an instrument and is not implanted/explanted. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. DHR review ¿ DHR review for part#357.377, lot#5572032. Manufactured by (B)(4) . Release to warehouse date: (B)(6) 2007. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the head popped off of a helical blade coupling screw while being malleted during a hip intramedullary nailing procedure. The broken off piece was retrieved; the threaded portion that was still engaged to the helical blade had to be wiggled out to remove. The helical blade inserter did not malfunction, but may have been compromised during the removal of the screw. There was a 15 minute delay in surgery. This is report 1 of 3 for com-(B)(4).